Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient saw a call doctor screen, which they first noticed back on (B)(6) 2020 after an unrelated surgery. They said that the message cleared itself and they noticed "code" a day before yesterday. When asked, the patient said they had not had any recent medical tests nor procedures. The meaning of the code, that the neurostimulator was in power on reset (por), meaning stimulation had stopped, was reviewed. It was explained to the patient that the patient programmer was operating as designed; it was providing information about the current status of the neurostimulator. It was also explained that the only way to clear it (if the cause was not related to end of service (eos)), was at the healthcare provider's office by the person using the clinician equipment. It was reviewed that either the message would be cleared and stimulation turned back on, or if the neurostimulator battery had depleted, then the next steps would be to discuss replacement. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to schedule an appointment for a device check to further address the issue.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the por was the unrelated surgery noted in the initial report. The patient noted their device was working, but a device removal/replacement was planned. The patient was hoping to reschedule a surgery to replace their ins with a rechargeable ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.